Event description:
This complaint was identified during our retrospective review of complaints from our facility in (b)(3). Complaint received as follows: customer's complaint number: (B)(4). Description of complaint: impossible to deflate. Two weeks after indwelled the catheter, they tried to deflate the balloon, but they could not. They pierced the balloon by a needle through the abdominal wall.

Manufacturer narrative:
Based on available info, our medical determination is that this malfunction is serious because surgical intervention was needed to remove the catheter whose balloon had failed to deflate. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because there was apparently no other way the physician deflate the balloon in order to remove it from the bladder. (B)(4).